Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that residual liquid and foreign matter was coming out from the instrument channel. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to insufficient removal of the foreign matter which was invaded into the instrument channel from outside due to insufficient cleaning/ rinse and so on. If additional information is received, this report will be supplemented.